Manufacturer narrative:
Device received with cracked lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. Device passed self test. No audio/vibrate anomaly or back light anomaly noted. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alarm was not as loud. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had random unexplained no delivery alarms and rewind was loud. The customer stated that the cracked on the screen and back light not as bright. The insulin pump will not be returned for analysis.